Event description:
It was reported that prior to surgery, it was observed that the motor device was not working. During in-house engineering evaluation, it was determined that the device did not rotate and displayed an e5 error. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that the motor did not rotate and displayed an e5 error. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.